Event description:
The autopulse system was deployed on a pt. The system was operated for approximately 20 minutes, while the pt was being transported, when the chest compression assembly (cca) broke. The pt was successfully transported.